Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the initial 30-day medical device report, it was noted that prior to use, the device was not soaked to activate the coating.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The multi link 8 stent system referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a coronary procedure to treat target lesions at the distal left anterior descending (lad) artery and the mid lad. Pre-dilatation was performed at the distal lad; however, during advancement of the 2.5 x 23 mm multi-link 8 stent delivery system resistance was noted due to the patient anatomy, so the device was removed with difficulty and additional pre-dilatation was performed using multiple trek dilatation catheters. A second 2.5 x 23 mm multi-link 8 stent delivery system was advanced and the stent was deployed at the target lesion. A 2.75 x 12 mm nc trek was advanced to the target lesion in the mid lad and an attempt was made to inflate the balloon. It was thought that the balloon was inflated to 8 atmospheres (atm); however, the balloon would not inflate. Additional attempts were made to inflate the balloon to 10 atm and 12 atm; however, the balloon did not inflate. The device was removed without difficulty and another nc trek was used successfully, completing the procedure. No additional information was provided.